Event description:
Customer reported that the battery door needs to be replaced.

Manufacturer narrative:
Eval - results - eval of the returned unit found that the battery door is broken off. There is one rusted screw on the back side of the unit. The moisture indicator is missing. Corrosion was found inside the battery compartment due to battery leakage and a white substance was found on the inside of the voice and mute windows. The unit powers on but fails the placing the unit on hold test. Note: the instructions for use state: to open slide battery door open and flip it up. Do not attempt to remove the battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. (B)(4).